Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected weak battery alarms noted. The insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump had a broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 262 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.